Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting noise and variable pacing impedance. There were no interventions made. The patient was stable and will continue to be monitored.